Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown nexgen articular surface, catalog # unknown, lot # unknown. Unknown tibial component, catalog # unknown, lot # unknown. Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00670, 0001822565-2018-00672.

Event description:
It was reported that the patient underwent knee procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Additional information received indicates that the patient underwent a revision due to infection greater than one year post-initial implantation.